Event description:
It was reported that the media was contaminated with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar. The following information was provided by the initial reporter: customer reporting bacterial contamination in media product 221290 lot 1099128 - plate tsa ii sb/ mac ii.

Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221290, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1099128 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1099128. Retention samples from batch 1099128 were not available for inspection. Five photos were received for investigation. --two photos each show the agar surface of four or five plates from batch 1099128 (time stamp 2015) with bacterial growth on at least one medium of each plate. --one photo shows the surface of eight plates from batch 1099128 (time stamps 2035 and 2015) with bacterial growth on at least one medium of each plate. --two photos each shows the agar surface of four plates with bacterial growth on at least one medium of each plate. There is also a sleeve from batch 1099128 in the photo with microbial growth visible in one plate in each photo. No return samples were received for investigation. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. CAPA#3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the media was contaminated with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar. The following information was provided by the initial reporter: customer reporting bacterial contamination in media product 221290 lot 1099128 - plate tsa ii sb/ mac ii.